Manufacturer narrative:
Submit date: 1/4/2018. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the pack contained 11 gauge 4x4 xr instead of 10.

Manufacturer narrative:
A DHR review was completed for lot# 17d028962 and there were no manufacturing issues related to the complaint issued for this lot. There were no samples received with this complaint therefore an examination of the reported condition could not be made. The complaint file contains insufficient information to determine a most probable root cause. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.